Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a loss of sensing was noted on the device which could be due to lack of contact between the device and the tissue. The device was reprogrammed and the patient was stable with no consequences.